Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument sometimes reacted negatively. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument moved in the opposite direction to what the operator was controlling. This happened while the camera was not rotated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an engagement failure based on log review but was not replicated during in-house testing. The instrument underwent internal and external visual inspection, reviewing no issues related to the physical condition of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test.